Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented. (This report of 2nd one of 2 endoscopes which was positive for microbiological testing).

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user believed that if the drying cabinet was the doubted source of its positive microbe and changed the cabinet and now conducting the second test. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report. (This report of 2nd one of 2 endoscopes which was positive for microbiological testing).

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus australia checked the subject device and found that the insertion tube, the control unit of the control section and the case unit of the endoscope connector were dirty. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected and additional information. Regarding the previous initial report , olympus medical systems corp. (Omsc) noticed that "additional manufacturer narrative" was incorrect. In fact, the subject device had not been returned to olympus (B)(4) then it was not conducted to check the subject device. The correct information was as follows; omsc was informed by the user that the second microbiological testing at the user facility was negative result. So the subject device had not been returned to olympus (B)(4) and the inspection was not conducted. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.